Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07907, related manufacturer reference number: 2017865-2020-07909, related manufacturer reference number: 2017865-2020-07910. It was reported that the patient presented for a follow-up in clinic. Upon visual inspection, it was noted that the patient had developed an erosion and had a pocket infection. According to the physician, the patient reports a history of post-surgical infections and delayed wound healing. The pacemaker and leads were explanted and replaced. The patient was in stable condition during and after the procedure.